Event description:
Report 2 of 2 it was reported while using bd vacutainer® cpt¿ cell preparation tube with sodium citrate poor barrier separation occurred on an unspecified number of tubes. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received 35 samples and 1 photo for investigation. The photo was reviewed and the indicated failure mode for poor barrier separation was observed. Additionally, the customer samples along with 44 retention samples from bd inventory, were visually inspected with no issues observed. Complaints for sample quality are under statistical control for the month of august 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.